Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported that an astral internal battery failed to completely charge. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of failure to completely charge internal battery. Performance testing could not reproduce the reported issue. The internal battery was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported that an astral internal battery failed to completely charge. There was no patient injury reported as a result of this incident.